Event description:
The technical service officer reported a colleague infusion pump with "open" button of keypad was inoperative. The event was reported to have occurred before use. This condition had the potential to interrupt delivery. There was no report of patient involvement, injury, or medical intervention related to the device. No additional information is available. The user interface module software version is 5.46.00.

Manufacturer narrative:
(B)(4). The reported condition of "open" button of keypad was inoperative was confirmed during product evaluation. The assignable cause was fluid ingress in the keypad. A service history review revealed that this device was previously serviced for the reported condition. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Should additional information become available, a follow-up medwatch will be submitted.